Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This device system remains in service.